Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified no tears in the balloon. The device was attached to an encore inflation unit and during an attempt to inflate the balloon a pinhole leak was identified in the mid-section of the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to the pinhole leak. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified left arm graft. A 8.0mm x 80mm, 75cm gladiateor elite balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified left arm graft. A 8.0mm x 80mm, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.